Event description:
Information was received from a healthcare provider about a patient with a lead implanted. It was stated the patient has a medical history of parkinson¿s disease low blood pressure, and a slow heart rate. It was reported that the patient fell 5 days after having their lead placed. The patient got a subdural hematoma at the incision site. The patient was admitted to the hospital for an MRI. The patient¿s healthcare provider (hcp) is still deciding on a treatment plan, but they are planning on proceeding with stage 2 implant once the hematoma resolves. No further complications were reported or anticipated.